Event description:
It was reported that a possible lead fracture was identified on x-rays for the patient's vns. The facility did not want the manufacturer to review the x-rays due to the time required for the process. It was requested that a company representative assist with interrogation. It was reported by the patient's daughter-in-law that the high impedance was the result of a fall from the patient's bed. Follow up with the company representative confirmed that the medical professional believed that this was the case. However, it was later reported that the physician believed that the high impedance could be related to scar tissue. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out information.

Event description:
Follow up by the company representative confirmed that high impedance was observed via system diagnostics and that there was evidence of a lead fracture on imaging.